Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2015. During revision surgery, the tip of obturator was broken during removing set screw at t12 on the left side for rod removal. The sugical time was extended for less than 15 min as a result of the event.when the surgeon was removing a set screw at th12 the tip of the obturator broke. He removed the broken pieces inside the set screw and so there is no remnants left in the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.